Event description:
Boston scientific received information that during a follow up visit, difficulty was encountered interrogating this implantable cardioverter defibrillator device. An internal technical service consultant was contacted for a longevity calculation and suggestions to interrogate. Estimated longevity remaining at programmed parameters was one year remaining. The caller was also provided additional techniques to interrogate the device. The status of the interrogation is unknown at this time. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded this device met specification.

Event description:
Subsequently, one and one-half years later, this device was returned for analysis without further clinical observations.